Manufacturer narrative:
The device was received for evaluation. During functional testing, 25 pounds per square inch (psi) was not reproduced. A review of the event history log revealed downstream occlusion. However the event history log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump registered at 25 pounds per square inch during occlusion test. There was no patient involvement. No additional information is available.